Event description:
Pt fell down and dropped the infusion device, and the display was broken. No physiological effects were reported. Pt did not require treatment from a health care professional or second party to address the issue. The infusion device was replaced and returned for eval. The infusion device was evaluated, and the display was broken and no longer fully readable. This damage was caused by a mechanical impact. As the problem reported by the pt was related to misuse of the product, no corrective or preventative actions will be initiated.